Event description:
See also manufacturer report #264962200801923. It was reported that the pt's interstim device was "broken and shocking her". The hcp confirmed that the device was explanted and that the pt experienced new pain and a neurological deficit in her leg. The pt's MRI was normal with the exception of a small hematoma. The pt recovered without sequela.